Manufacturer narrative:
The customer¿s report of heparin infusing at the wrong rate could not be confirmed as reported. The pcu event log analysis showed that on (B)(6) 2017 the suspect pump module was infusing heparin at 11.5 ml/hr. The infusion completed at 12:55 am on (B)(6) 2017. At 1:02 am the module was turned off, then reprogrammed to perform a basic infusion at 25 ml/hr. Because the programming was for a basic infusion the drug infusing could not be identified. At 1:56 am after infusing for approximately 55 minutes the basic infusion rate was decreased to 11.5 ml/hr. A primary infusion of 100 ml zosyn had been programmed on a different pump module at about the reported event date and time (9:50 pm on (B)(6) 2017) to infuse over 4 hours at 25 ml/hr. The module was turned off at 1:42 am on (B)(6) 2017. Rate accuracy testing found the device to be infusing within specification with no spontaneous rate changes. The root cause of the reported event is believed to be user programming.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that heparin was infusing at 11 ml/hr. At 21:46 zosyn was "y-tubed to heparin" and started at 25 ml/hr. For 4 hrs. At 215 the user noted that the secondary zoysn infusion had completed and heparin was infusing at 25 ml /hr. Instead of the initial dose of 11 ml/hr. The event occurred in neurology.